Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished p waves and oversensing. Electromagnetic interference was observed on the ra lead. It was also reported that the implantable pulse generator (ipg) exhibited evidence of a "settings conflict" and cardiac compass showed invalid data. Both the ipg and lead remain in use. No patient complications have been reported as a result of this event.